Event description:
Information received indicates the power cord is showing an open ground on the safety analyzer during a preventive maintenance check.

Manufacturer narrative:
The technician installed a new power cord to repair the bed.